Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the inserter of transforaminal posterior atraumatic lumbar (tpal) cage got stuck. This specific surgery started with small holes in the patient¿s dura during the discectomy. While trying to insert the cage, the cage was placed exactly where the surgeon wanted but while trying to detach it the knob was stuck and the cage wasn¿t able to detach from the inserter. After many attempts to solve the issue the surgeon took it out and used a different cage with an additional inserter. After using the additional inserter everything worked normally with no further issue. Also during the procedure, while one of the other surgeons tried to insert the locking cap, he forced the locking cap inside and caused a cross threading stripping. While trying to final tighten the nuts inside the screw he slipped into the dura and they had to fix another hole that was caused by the final tightner. That was when the surgeon found out that the locking cap was not placed properly and they had to replace it. There was a reported delay of fifteen minutes. It was reported that the patient is still hospitalized with hematoma in brain and partly paralyzed. This is not because of the situation with the tpal insertion, and might not be connected to the surgery¿s outcome or because of damage that was caused to the dura while slippage during final tightening the screws has occurred. This report is for an unknown tightening instrument. This is report 7 of 8 for (B)(4).

Manufacturer narrative:
This report is for an unknown tightening instrument/unknown lot. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.